Manufacturer narrative:
It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. The battery failure alarm was due to a defective battery 1. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No clinical details regarding resolution or patient condition were provided. No patient was involved.